Event description:
The reporter stated that her husband had rec'd two er1 messages from his surestep meter in the past yr. She stated that they had not compared the test strips to the color chart, but did retest blood glucose after the er1. They were able to get readings each time. They are still using the meter.